Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that electrode pair 0, 1 had an impedance of <(><<)>50 ohms. It was also noted that electrode pair 0 ,15; 1,15; and 2,15 had an impedance of >10,000 ohms at 0.7v. It was noted that electrode 1 was listed as >50 ohms and electrode 15 was listed as >10,000 ohms. All other listed electrodes were within a normal range. The interrogation was ran (B)(6) 2014. The previous information was obtained from ins interrogation logs.